Event description:
It was reported that, during a shoulder arthroscopy, five (5) dyonics acromionizer burrs were making a strange noise and the terminal fused. Surgery was completed after a significant delay (>30 min) using a back-up device instead. No further complications were reported. Patient's status is okay.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). D4, lot no.: the following are the lot numbers reported: 51093746 (2), 50982715 (1), and 51063053 (2). However, it is unknown which of the 5 devices contributed with the delay greater than 30 minutes. D4, exp. Date: expiration dates for each of the 3 lots reported: 31-dec-2027 (51093746), 07-dec-2026 (50982715), 04-sep-2027 (51063053). H4, mgf. Date: manufacturing dates for each of the 3 lots reported: 31-dec-2022 (51093746), 07-dec-2021 (50982715), 04-sep-2022 (51063053).

Manufacturer narrative:
Internal complaint reference: case-(b)(4. Updated to initial use of device. The reported device was received for evaluation. A visual inspection of the returned devices found that they are not in their original packaging. Both devices were returned with biological debris on them, the inner and outer shafts are intact and the hubs have no heat damage. A functional assessment of the devices found they function as designed with a reference control unit with no unusual noises. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.